Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported a "b30" error to olympus. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon is attributed to the cv that was connected when the phenomenon occurred. The following symptoms have been reported. Error b30 with several scopes, contacts are cleaned; unrecognized customer error; clv-190 test with cv-190 test, exera 2 and 3 devices work perfectly without error message; clv-190 connector operational, no interference in the image, with -100h lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional information.